Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during setup discovered by customer, the cardiosave intra-aortic balloon pump (iabp) fiber optic needs to be tested. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(health effect - clinical, type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and tested system with fiber optic simulator. No issues were found during testing. No further explanations of "fiber optic not working". All results within manufacturer specifications. Unit released back to customer.